Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device's blade did not advanced, also it was difficult to activate and the jaws were difficult to close. When the jaws have been clamped it was necessary to remove tissue with the device occur on a broad ligament with greater than 2/3 of the jaws but less than the length of the jaws that was being grasped. In time jaws were wipe clean. A replacement of the device to continue the procedure.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a serious injury, and is now classified as a malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.